Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported lancet did not retract after use while using the safe-t- pro lancing device. Caller stated a nurse had an accidental finger stick; blood test was drawn and will be monitor by blood tests for a year. Requested return of the alleged lancets.